Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Alarms, notifications, and other messages. Chapter 9 / page 93: warnings: respond to hazard alarms as soon as possible. Pod hazard alarms indicate that insulin delivery has stopped. Failure to respond to a hazard alarm can result in hyperglycemia.

Event description:
The patient reported that pod generated a hazard alarm while she was in the hospital. The pod was removed and discard by the nurse. The pod was worn between 4 and 24 hours on the abdomen. There were no further information regarding the hospitalization or to the patient¿s treatment.